Manufacturer narrative:
The affected device was checked by dräger service. During the device analysis the log file could not be generated and was therefore not available for the investigation. A functional test of the device passed without deviation. The reported error code indicates that the device performed a warmstart in response to a detected internal deviation. However, based on the device analysis no root cause could be determined. The device reacted to a detected internal deviation by initiating a warmstart in an attempt to solve the issue. During a warmstart the screen is switched to dark and an emergency-breathing valve opens to allow for spontaneous breathing. This is accompanied by an audible alarm. After successfully performing the reboot (duration approx. 8 seconds) the ventilation is continued with the latest parameters.

Event description:
It was reported that the device failed and displayed device failure ¿13.98.001¿ during use. No patient injury was reported.